Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The appliers were in use at the time that they broke. During surgery while applying a clip, one of the applier tips broke and gave way. Further information indicates that there was no patient injury and no risk of exposure to infectious disease. The surgeon was able to locate and retrieve the piece of the applier jaw that broke off.

Event description:
The appliers were in use at the time that they broke. During surgery while applying a clip, one of the applier tips broke and gave way. Further information indicates that there was no patient injury and no risk of exposure to infectious disease. The surgeon was able to locate and retrieve the piece of the applier jaw that broke off.

Manufacturer narrative:
Qn#(B)(4). The complaint for endo jaw breakage was reviewed , and stress tested. It was determined that it was possibly damaged reprocessing/handling jammed in a spd perforated tray during cleaning prep and upon hard up/down removal the jaw broke. The applier tips (one broken off) as received. The applier tip was bent well beyond being functional and it did not break off. There was no history of this ever occurring since this design was introduced and there has been no change with the manufacturer. Manufacturer will continue to monitor and trend relating complaints.